Event description:
Reportedly, during patient use, a 'device alert' and a 'motor fault' alarm occurred. The patient was transferred to the backup ventilator. There were no negative consequences or serious patient effects reported.

Manufacturer narrative:
(B)(4).